Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was not advancing or load and haptic bent was observed. The issue was occurred during loading and the procedure was completed on same day. There was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was received loose inside the carton. The plunger is advanced just into the nozzle tip. Solution is dried in the device. No damage observed. Broken haptic is observed in the plunger groove. The lens is returned outside of the device loose in the carton. Solution is dried on the lens, one haptic is broken torn and is present in the device. The product investigation could not identify the root cause for the reported complaint did not advance/load, haptic bent" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Broken haptic is observed in the plunger groove. The plunger position in relation to the broken haptic during advancement cannot be determined. If the plunger is not fully advanced the trailing haptic may not release properly from the device. Broken haptics may occur: ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds (ophthalmic viscosurgical device) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. ¿ if a straight trailing haptic occurs and it was not properly detected to be out of position. ¿ if the plunger is not fully advanced, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.